Event description:
Left total knee replacement on post-op day 2 patient was noted to have several fluid filled blisters when the occlusive surgical dressing was removed. Chg 2% cloth used 30 min pre op followed by prevail one step. Operating room scrub occlusive dressing applied to operative site post-op. Dose, frequency and route used: pre-op skin wash to left lower leg. Therapy dates: (B)(6)2010 dos. Diagnosis for use: total knee replacement. Event abated after use stopped or dose reduced?: no.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up. 510(k) # is k061118.

Event description:
It was reported by the customer that on (B)(6) 2010, there was forward firing, an aiming beam fired straight out of the fiber, and/or the fiber was damaged at the tip at 11,427 joules. The case was completed with turp. No pt injury was reported. An examination, conducted by an american medical systems quality engineer, confirmed that the cap was worn out and the cap remained intact and attached.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra mini meter. On the evening of (B)(6) 2010 after dinner, the patient tested her blood glucose and obtained a 9.2 mmol/l ( 165 mg/dl) and felt dizzy and passed out 15 minutes later. Patient was treated with ice tea and a scoop of sugar by her neighbor (who is a retired nurse). The patient did not seek any further medical attention or contact her physician for assistance. The patient was not tested on another device. Products were replaced. The complaint is being reported since the patient alleged that due to the alleged she passed out and was treated with fluids, after allegedly receiving a high blood glucose reading on her ultra mini meter

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.